Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was unable to read their insulin pump's screen. Customer stated there was damage to their screen. The customer's blood glucose was 65 mg/dl. The customer requested a replacement insulin pump. No additional information provided.